Manufacturer narrative:
Concomitant medical products: 383059 lead, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the patient was syncopal. It was further reported there was loss of capture on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.